Manufacturer narrative:
Information received states that the physician performed an aortic run-off and discovered that a previously placed optease filter was fractured. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Information received from the (B)(6) states that the physician performed an aorta run-off and discovered that a previously place optease filter was fractured. No additional information is available at this time. There was no patient injury.